Event description:
Additional information was received that the guidewire was introduced into the ventricle through a catheter that was already positioned in the ventricle. The guidewire was placed in the apex of the left ventricle using a pigtail catheter. The guidewire position was monitored to ensure the guidewire transition point was above the apex and pointing away from the ventricle wall throughout the procedure. It was further reported that the guidewire needed to be re positioned during the procedure, and the guidewire position was visually monitored using 2 projections to ensure placement and stability. Per the physician, the dcs did not cause or contribute to the ventricular perforation.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. D4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, upon crossing the non-medtronic guidewire through the aortic valve, a left ventricle perforation was observed. Subsequently, a thoracotomy and drainage were performed, and hemostasis was achieved. Per the physician, the non-medtronic guidewire caused the perforation. It was noted that the delivery catheter system (dcs) was inserted into the patient when the perforation was observed.